Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿replace sensor¿ error message after 2 days of wearing the adc freestyle libre sensor and therefore was unable to monitor blood glucose. As a result, she had experienced symptoms described as ¿flush of heat¿, dizziness, vomiting, and a loss of consciousness. However, the customer was able to self-treat with insulin injection (type/dose unknown). It was further reported the customer had contact with a healthcare professional over telephone who advised customer to treat with additional insulin (dose unknown) injection as treatment. There was no report of death or permanent injury associated with this event.